Manufacturer narrative:
Medtronic received information a patient died the same day this mitral bioprosthetic valve implanted in the tricuspid position. The cause of death was not received. There was no evidence to suggest that the medtronic product or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 25mm mitral annuloplasty band was implanted and explanted during the procedure for unknown reasons. It was replaced with a 25mm mitral mechanical valve. Three days later the patient also had a tricuspid bioprosthetic valve implanted and later that day passed away. No cause of death has been received at this time.